Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. Correction: h6 clinical code.

Event description:
As reported, approximately 6 years 9 months post the initial tka, the patient was revised due to wear on the patella and tibial insert. Everything was removed and replaced with competitor devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6) 02-010-04-0320 - logic cr femoral por, right, sz 2. (B)(6) 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-32 - threaded pin size 3.0 collarless. (B)(6) 521-78-32 - threaded pin size 3.0 collarless. (B)(6) a10012 - gps implant kit v2